Event description:
Reportedly, the physician received a remote monitoring alert due to "disabled shock" alarm (probably the first transmission after implant). A few minutes after this event, a manual transmission was performed without any kind of alarm. The physician asks for an explanation about this false alarm.

Event description:
Reportedly, the physician received a remote monitoring alert due to "disabled shock" alarm (probably the first transmission after implant). A few minutes after this event, a manual transmission was performed without any kind of alarm. The physician asks for an explanation about this false alarm.